Manufacturer narrative:
Age at time of event: 18 years or older. Implant date: 2013 or 2014. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. In 2013 or 2014, a 8.0x30x75cm express¿ ld vascular stent was implanted in the mildly tortuous and mildly calcified right common iliac artery (cia). The stent was well apposed to the lesion. In (B)(6) 2016, a stenosis was found in the superficial femoral artery. Angiography was performed and revealed that the deployed express¿ ld vascular stent had migrated from the right cia to the left cia bifurcation toward the aorta. The physician then deployed the migrated stent in the left cia using a balloon and completed the procedure. No further patient complications were reported and the patient's status was good.